Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device was implanted. At the six-month routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its original implanted position as well as a 1.1mm mm leak from the ostium and after reviewing it was 3mm. Computed tomography (CT) imaging revealed that the closure device appeared to have a 4-5mm leak. No patient complications. No interventions were reported at this time. It is possible the patient may require a coil or a plug in the future.

Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: imaging does not appear to confirm implant movement/shift. No concerns with implant placement at initial procedure. H6: code added: analysis of data provided by user/third party. H6: code updated from no findings available to no device problem found. H6: code updated from cmc-no problem detected to known inherent risk of device. H6: code added: difficult to open or close.

Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx closure device was implanted. At the six-month routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its original implanted position as well as a 1.1mm mm leak from the ostium and after reviewing it was 3mm. Computed tomography (CT) imaging revealed that the closure device appeared to have a 4-5mm leak. No patient complications. No interventions were reported at this time. It is possible the patient may require a coil or a plug in the future.